Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "enlarged lymph nodes".

Event description:
Patient representative reported patient experienced "mental anguish and fear of alcl," "pain, enlarged lymph nodes, tightness in breasts." Patient representative additionally reported "significant scarring, significant post-operative pain following explantation, aggravation of underlying conditions including monoclonal b-cell lymphocytosis, "other physical and emotional manifestations that are severe and ongoing;" these events are not related to the device. Device has been explanted. This record is for the left side.